Event description:
A malfunction alarm with code "malf 0" was reported, and the technical support team provided information to assist the customer in resetting the pump. There was no reported adverse impact to the customer. However, after the reset, the malfunction code did not recur, and the customer was informed they may continue using the pump and to contact support if the issue reappeared.